Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within approximately one and a half years of being implanted, the implantable cardiac monitor (icm) worked it's way out of the pocket. It was noted that the patient lifted weights when the device was implanted. The device was explanted and replaced. No further patient complications have been reported as a result of this event.